Manufacturer narrative:
Updated data: b5 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no organism was cultured as pathology revealed the valve had fibrosis and calcification with no evidence of endocarditis. Preop transesophageal echocardiogram (tee) revealed the valve was calcified with highly mobile mass which may represent an aortic valve vegetation of indeterminate activity. The mass prolapsed into the left ventricular outflow tract (lvot) and measured approximately 1.50 centimeters(cm) x 0.54 cm and was located on the more posterior bioprosthetic leaflet. All three prosthetic leaflets appeared destroyed/flail and prolapsed into the lvot in diastole.

Event description:
Medtronic received information that 4 years and 5 months following the implant of this transcatheter bioprosthetic valve, the valve failed due to severe central aortic regurgitation. No treatment was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 4 years and 7 months following implant of the valve, endocarditis was observed with eroded valve leaflets. The valve was explanted and replaced with a non-medtronic surgical aortic valve. It was noted that the aortic tissue was weak, so the ascending aorta was also replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.